Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported, right-side "leaky prosthesis". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations:¿ crease fold observed in the shell.¿ wear abrasion observed in the surface of the deviceno further actions are required as the device was implanted.

Event description:
Healthcare professional reported, right-side "leaky prosthesis". The device has been explanted and replaced with a non-allergan device.